Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 8.7mmol/l. Customer advised that the battery drained from full 4 bars and went to a bad battery alarm. The customer uses the energizer aaa alkaline battery and also discussed the battery cap issue. The customer was advised that we will send a replacement battery cap.